Manufacturer narrative:
Concomitant medical products: product ID 3982a, lot# n0025535, implanted: (B)(6) 2006, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-29, lot# n250553, implanted: (B)(6) 2012, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 74001, lot# n205587, implanted: (B)(6) 2012, product type: adapter; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was noted that the battery had been removed but not the lead wires.

Event description:
It was reported that a patient had an infection after she was implanted in 2012 which was 1.5 years ago (2 years ago). It was noted that the battery had been removed but not the lead wires.

Manufacturer narrative:
(B)(4).